Event description:
It was reported that during device preparation, negative was pulled. During the procedure, the xience alpine stent delivery system (sds) was advanced but could not cross the lesion. During removal of the sds from the anatomy, the stent became dislodged in the guide catheter. The stent implant was removed from the anatomy in the guide catheter without reported issue. A second device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.